Event description:
A user facility patient care technician (pct) reported a blood leak was detected and was confirmed via blood leak strips. Upon follow-up, the pct stated an internal dialyzer blood leak occurred with five minutes after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. The blood leak was noted to have been visually observed within the hansen lines. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines and confirmed there was no allegation of device malfunction or leak against the bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 300 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine was removed from service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility patient care technician (pct) reported a blood leak was detected and was confirmed via blood leak strips. Upon follow-up, the pct stated an internal dialyzer blood leak occurred with five minutes after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. The blood leak was noted to have been visually observed within the hansen lines. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines and confirmed there was no allegation of device malfunction or leak against the bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 300ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine was removed from service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.